Manufacturer narrative:
Device evaluation: ased on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side, "implant recalled" and "patient having twinges of pain in right breast." Physician later reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side, "implant recalled" and "patient having twinges of pain in right breast." Physician later reported right side capsular contracture baker grade iii/IV. Device has been explanted.